Event description:
It was reported that the pt experienced a lack of therapeutic effect. It was also reported that the pt experienced a burning sensation when the stimulation was turned on. Stimulation changes were noted with movement. The following electrode impedances were collected at 6v/450pw (impedances were in the high range of normal). C0:3697 <15; c1: 3697 <15; c2: 3697 <15; c3: 1470 28; 01: 1843 22; 02: 2920 <15; 03: 3697 <15; 12: 1843 22; 13: 2657 15. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)